Event description:
It was reported that the right ventricular lead had high impedance measurements. During the lead revision, it was discovered that the lead was also fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The proximal segment of the lead was returned, analyzed, and the distal conductor fractured. It was noted that the proximal conductor was distorted, all conductors had blood/body fluid (not obstructed), and the outer insulation was breached cut and had cosmetic depression.